Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line during a low drain volume alarm was confirmed and the cause was identified as air in the patient line (per the complaint information). Air in the patient line is a known cause for a low drain volume alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume and air was noted in the patient line, during the initial drain. The caregiver (cg) stated the registered nurse (rn) helped with troubleshooting and bypassed to do a fill with about 200ml. The cg stated the rn was not able to get the home patient (hp) to drain and recommended the cg contact baxter. The cg stated the hc read day drain 1 of 1. The hp was draining very slow. The tsr had the cg close the clamps, disconnect the hp and cycle the power. The hc alarmed power restored/ day drain 1 of 1. The tsr assisted the cg with ending the therapy and getting the set out. The tsr recommended the cg contact the rn. The tsr asked the cg if the hp had manual bags and the cg stated yes. Product surveillance contacted the pd rn on (B)(6) 2011 regarding the low drain volume alarm. The pd rn stated that the hp did not realize at the time that she had already drained. The pd rn stated she followed up with the hp the following day and the hp was doing fine with the therapy. The cg contacted product surveillance on (B)(6) 2011 regarding the low drain volume alarm and air in the patient line. They were able to resume therapy using new supplies. The cg stated he did not notice anything unusual with the setup in regards to the air in the line. The cg contacted the peritoneal dialysis registered nurse (pdrn) regarding the air in the line. There was patient involvement. No patient injury or medical intervention was reported.